Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the recipient suffered a trauma to the left implanted side the week prior. Since then he has no hearing benefit from the device. Re-implantation is planned but no date has been set yet.

Manufacturer narrative:
Conclusions: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for further electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient suffered a trauma to the left implanted side in mid-(B)(6) 2018. Since then the user has had no hearing benefit from the device. Hearing performance before the trauma was subjectively normal with eight active channels. Re-implantation was carried out and first fitting was fine.